Manufacturer narrative:
Additional concomitant medical products: ddbb1d1 ICD, implanted:(B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead during high rate atrial arrhythmias. The ra lead remains in use. No patient complications have been reported as a result of this event.